Event description:
Spontaneous. Pt's (patients) mother stating quick set infusion tubing cracked in the middle of infusion. Mother was told to report to pharmacy. Unknown if patient missed a dose or experienced any adverse events. Unknown if patient has defective device on hand for possible return. No additional information reported. Reported to (B)(6) by: patient/caregiver.